Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated that the insulin pump was not turning on completely just flashes and nothing happen. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer had high blood glucose level of 400 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments or partial display noted. No pump error 35 alarm noted during testing or listed in pump history. The motor was tested outside of device and passed. Pump error 53 found in the device history due to software error. Device received with scratched case, pillowing keypad overlay and serial number label missing. The p-cap does lock properly.